Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of a patient that stated supplies were leaking. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.